Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaw started to separate after starting to divide branches; about 3 branches had been cut when jaw separated. The jaws were closed as they were inserted into the cannula. The device was pulled out, and a new device was used to complete the procedure. There was a procedural delay to change devices. There were no patient affects.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/24/2024. An investigation was conducted on 05/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle. Heavy char was observed on the intact heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip of the ho haw due to normal clinical use. There were no visual defects observed on the clear intact silicone insulation on both the hot and cold jaws. Based on the returned condition of the device as as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed. The lot # 3000350756 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.